Event description:
The customer reported that the device did not perform as expected for synchronous cardioversion. There was no report of negative impact from the involved patient, as subsequent cardioversion was achieved.

Manufacturer narrative:
(B)(4). The customer reported that the device did not perform as expected for synchronous cardioversion. There was no report of negative impact from the involved patient, as subsequent cardioversion was achieved. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.